Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there were multiple no cartridge detected warnings observed in the black box. During the load step, the piston pushed up until the cartridge was empty; the load step malfunction was duplicated during investigation. The force calibration was out of specification. There was moisture observed in the pump and the leak test failed due to a crack in the pump casing. The pump was opened and the force sensor pin was found to be cracked and moisture internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.